Event description:
A cardioquip technician suspected possible contamination within the customer's unit during onsite service. Due to brown discoloration within the water path, cardioquip epidemiology recommends hpc testing to provide a quantitative assessment of the water quality.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on 03/31/2023. As of the date of this report, there has been no response to the recommendation.